Event description:
The facility representative reported an infusion pump with a failure code 570. The failure was reported to have occurred during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary:the reported condition of failure code 570 was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.